Event description:
Reporter called to inform us that he has been having sensor issues. Sensor stops working on day seven or eight and never last the full ten days. Readings are inaccurate either always higher or lower than meter values. He contacted dexcom regarding this problem and they offer him replacements. He has been through seven sensors and all have the same issues. He tried to contact dexcom again friday 04/05/2024 to speak with a "supervisor, ceo (chief executive officer) or coo (chief operating officer)" and was unsuccessful. Reference reports: mw5153600, mw5153601, mw5153602, mw5153603, mw5153604, mw5153605.